Manufacturer narrative:
H3- device evaluation: lens was returned in a micro-centrifuge vial with moisture on lens. Visual inspection found foreign material on lens surface and no visible damage to lens. Claim # (B)(4).

Manufacturer narrative:
This product is not marketed in the us. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 12.6mm, vicm5_12.6, -10.00 diopter, implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2020. On (B)(6) 2020 the lens was exchanged for a shorter length and different diopter lens due to excessive vault and refractive surprise. This exchange resolved the problem.